Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pieces out of 2740 pieces of the bd luer-lok¿ syringe had been found in-process with illegible printing. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that 5 pieces out of 2740 pieces of the bd luer-lok¿ syringe had been found in-process with illegible printing. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that 5 pieces out of 2740 pieces of the bd luer-lok¿ syringe had been found in-process with illegible printing. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: five loose 3ml assembled syringes were received and reported to be from batch # 8005678 (B)(4). The samples were visually evaluated. 4 of the syringes were found to have illegible print - a second faint image was print over a normal correct image, distorting its view. 1 syringe had no print issues, but major damage to the barrel, where it appeared to have been crushed in two places, affecting the stopper and plunger inside. 2 of the syringes with print issues also had major barrel wall damage. DHR review for batch 8005678 (B)(4). Manufacturing dates: 01/6/2018 to 01/8/2018. Batch quantity was 1,152,000. Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8005678 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs indicate issues occurred in the assembled parts trasnfer system, resulting in jams.potential root cause:(1) double image insufficiently cleaned pad roll during printer setup after printing process interruption. (2) damage assembled parts transfer jams. Corrective actions: damage actions were taken during the manufacture of the batch to address the jams and prevent further damage. It is possible a limited number of finished product with damage escaped detection. The aql for assembly related defects affecting function is 0.65%. Defective rate identified is 3 out of batch size 1,152,000 which is 0.0002%. No additional actions are recommended based on the defective rate identified. Investigation conclusion: unable to determine a root cause.